Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal delivery, appendectomy, intrauterine device removal, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal and hysterectomy vaginal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: two separate segments of silver metallic material, consistent with partially unraveled essure coils (18 cm in length x 0.1 cm in diameter and 10.5 cm in length x 0.1 cm in diameter.) The first segment has no discrete coils. The second segment is coiled up to 25%. Discrepancy noted: date(s) of insertion: (B)(6) 2009. Discrepancy noted: date(s) of removal: (B)(6) 2019. As per mr : (B)(6) 2019- diagnostic laparoscopy, bilateral salpingectomy, hysteroscopy minerva ablation (B)(6) 2019- hysterectomy vaginal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received. Reporter information added. Date of insertion updated. Event medical device removal updated to event pelvic pain. New event added- abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: gravida, appendectomy, intrauterine device removal, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal and hysterectomy vaginal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: two separate segments of silver metallic material, consistent with partially unraveled essure coils (18 cm in length x 0.1 cm in diameter and 10.5 cm in length x 0.1 cm in diameter.) The first segment has no discrete coils. The second segment is coiled up to 25%. Discrepancy noted: date(s) of insertion:(B)(6) 2009; discrepancy noted: date(s) of removal: (B)(6) 2019. As per mr : (B)(6) 2019, diagnostic laparoscopy, bilateral salpingectomy, hysteroscopy minerva ablation. (B)(6) 2019, hysterectomy vaginal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abnormal uterine bleeding. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy with essure removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.